Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported there was high impedance during a replacement. The left extension from the old iins was unscrewed and during the insertion into the new ins they met resistance and pulled the extension out, visually inspected the extension and made sure the screw at the header block was not closed. They then tried to insert the extension back into the header and still found resistance. They unscrewed the right set screw slightly to help relieve some pressure, they carefully pushed it in all the way and tightened the screw to one click. Another impedance check was ran and they had high impedance less than 40,000 ohms on the number 3 contact for both monopolar and bipolar. The doctor unscrewed the extension and visually inspected it again. They then reinserted it into the old ins and had no issue. They then removed it from the old ins again trying to insert it into the new ins and met resistance, then tightened the screw, ran an impedance check and came back high at less than 40,000 ohms on number 1, 2, and 3 monopolar and biploar. They then used an alligator clip to check each contact and they were below 1,030. The doctor then inserted the extension back into the old ins, ran an impedance check and were all wnl. A new ins was opened and they decided to insert the extension in there. No patient symptoms or further complications were reported as a result of this event. Refer to (B)(4) for information regarding the new ins high impedance.

Manufacturer narrative:
No anomaly found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. The serial number of the extension was updated. No further complications were reported.